Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). It was reported that following a carotid artery stenting procedure the patient experienced coughing and weakness. The target lesion was located in the left bifurcation of the common carotid artery with 99% stenosis and was 15.0 mm long with a 6.0 mm reference vessel diameter. The physician treated the lesion with filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 10%. Following the index procedure, the subject experienced severe coughing, hypertension, headache and left eye pain. The patient also had some weakness in the right upper and lower extremities and slurred speech. CT of the head revealed a large parenchymal hematoma involving the left basil ganglia, thalamus and left internal capsule with mild surrounding edema. Mild subarachnoid hemorrhage of the left cerebral hemisphere was noted. The patient was treated with platelets and fresh frozen plasma and admitted to the ICU. The patient was transferred to the in-patient rehab unit. Six days later, the patient had a left frontal hemorrhagic cva. A CT of head or brain with and without contrast revealed a new 2.9 cm x 2.8 cm left frontal hemorrhage and hemorrhage in the occipital horn of the right lateral ventricle. In the opinion of the physician the relationship of the cva and the hemorrhage to the filterwire ez and carotid wallstent is unrelated. The event remains unresolved.